Event description:
It was reported that the hcp with this cardiac resynchronization therapy defibrillator (crt-d) was attempting to induce atrioventricular nodal reentrant tachycardia (avnrt). The patient was feeling stimulation during the test pulses in right atrial (ra) lead, not during the maximum pacing rate. Boston technical services (ts) discussed that the only difference might be the pulse width for the electrophysiology test is 1 milli second, whereas it might be 0.4 milli second during temporary bradycardia. This crt-d remains in service. No adverse patient effects were reported.